Manufacturer narrative:
The insulin pump was received with constant a35 error alarm during rewind test also, unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test or verify motor error alarm due to a35 error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was near the magnet on his uniform for his camera. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.